Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
The device was replaced due to the field advisory for this model. It was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.